Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported that on (B)(6) 2013 the patient's device was intermittently shutting down even when they turned it back on. They also had an increase in urge incontinence. The hcp stated that it was probably due to the intermittent shutting down. It was noted that the battery was depleted and a revision was scheduled. The entire system was replaced on (B)(6) 2016. On (B)(6) 2016 it was noted there that symptoms were continuing. The issue was resolved without sequelae on (B)(6) 2017. On (B)(6) 2016 it was noted that the patient had 99% improvement with revision. They had good control of urinary urge incontinence with the revision and did not use any urinary protection. Mild incontinence persists. No further complications were reported. Additional information received reported that there was no report of a battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site restated that there was a battery depletion and the battery was intermittently shutting down even when they turned it back on, which was previously reported. The event was related to the device and the cause was unknown. The patient's relevant medical history included urgency-frequency; urinary urge incontinence; incomplete bladder emptying; multiple sclerosis; chronic parotid infection; and gastro esophageal reflux. The device was explanted and the patient's disposition was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical site reported conflicting information of "normal battery depletion". Follow up was conducted to clarify the new information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an abnormal battery depletion. No further complications were reported/anticipated.